Event description:
The balloon of the cypher select plus stent delivery system (sds) ruptured during deployment of the stent. The patient's age was unknown, but was a male. The target lesion was the distal right coronary artery (rca) (B)(4). The lesion was an in-stent (isr) of a bare-meatl stent (bms) (vision), slightly calcified and highly tortuous. The vessel at the mid rca (B)(4) was highly flexed. Pre-procedure stenosis was 90%. A gc (brite tip: 6f al1) was engaged and a gw (runthrough) crossed the lesion. Initially, pre-dilation was conducted with a bc (sprinter legend), but it ruptured. Therefore, a different bc (hiryu) was used, but it also ruptured. Finally, pre-dilation was a conducted with another bc (hiryu). Then, cypher select+ (3.5/33mm: complaint product) was delivered to the target lesion and inflated up to 6 atmospheres, but the pressure of the inflation device decreased and so the physician confirmed the balloon of the cypher select plus ruptured. Therefore, the sds of the cypher select plus was retrieved from the patient and post-dilation was conducted with a bc (powered lacrosse) to further inflate the cypher select plus stent. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. Physician's comment: the possible cause of the balloon rupture was the highly flexed lesion at the mid rca and a stent strut of the bms previously implanted at the distal rca.

Manufacturer narrative:
(B)(4). Opening issues the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications; however, during each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, after application of the first few clips into the jaws, the device would not open. This resulted in potential damage to the cystic artery or duct. Unknown how case was completed. Unknown if there was an adverse patient consequence.

Manufacturer narrative:
(B)(4)